Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). The transeptal puncture was completed using a versacross connect system and 9,000 units of heparin were administered. After the was was advanced into the left atrium a thrombus was identified on the was tip via transesophageal echocardiogram (tee). The was was withdrawn through the interatrial septum into the right atrium and the thrombus dislodged from the was and adhered to the transeptal puncture hole. Medication was administered in response to the thrombus and the procedure was aborted. The patient fully recovered and was discharged.